Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse observed no critical faults logged in error logs, but observed numerous ¿gas loss¿ alarms that could cause the pump to go into standby until the alarm is corrected. The fse ran the cardiosave iabp for 1.5 hours with the trainer and demo balloon, and no failure was observed. The fse was unable to duplicate the customer¿s reported issue. The fse performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications, was released to the customer and cleared for clinical service.

Event description:
It was reported that while supporting a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown unexpectedly and needed to be re-started. The iabp unit was replaced and original was sent to biomedical engineering department for further evaluation. No patient harm, serious injury or adverse event was reported.